Event description:
It was reported that during the procedure, after pre-dilating a heavily calcified, de novo lesion in the mildly tortuous mid left anterior descending coronary artery with an unspecified balloon dilatation catheter, a 2.5x33 rx xience prime stent delivery system (sds) was advanced via radial access, but failed to cross the lesion due to patient anatomy, resulting in a proximal shaft separation due to multiple attempts to cross. The rx xience prime sds shaft pieces were simply withdrawn from the anatomy and another same sized rx xience prime sds successfully crossed the lesion, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. However, the shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.